Event description:
It was reported that the patient received six inappropriate therapies due to the sensing of noise. The lead measured high impedance and oversensing. A patient alert had also triggered. The lead was deactivated and later explanted and replaced. Upon removal the lead showed high impedance on the analyzer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. It was visually noted that analysis could not determine anchoring sleeve fixation site. The lead also appeared to have been implanted with a bend in it at the fracture site.